Manufacturer narrative:
Device analysis report attached. This report is submitted on april 01, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to pain. The patient was reimplanted with another device during same surgery.

Manufacturer narrative:
This report is submitted on january 24, 2024.